Event description:
The customer reported that their device "locked up".

Manufacturer narrative:
The customer reported that their device "locked up". The device was evaluated at philips, and the symptom was confirmed. The processor pca was replaced, which resolved the reported symptom.